Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 40-50s mg/dl due to the basal rate being set too high. The customer drank juice to address the low bg. After adjusting the basal rate, the bg level was no longer low.